Event description:
It was reported that all of the 150 ml of saline remaining in the bottle was gone after 2 hours. There were no signs of leakage on the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used iap measurement kit. Visual inspection of the sample noted the iap was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed from the connection of tubing and the valve port. The photo sample was returned and could not be evaluated for the reported failure. This does meet specification which states "the iap system should provide fluid without leaks". The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that all of the 150 ml of saline remaining in the bottle was gone after 2 hours. There were no signs of leakage on the floor.